Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values. Which occurred, 5 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient was found by his husband on the floor, twitching, incoherent and unresponsive. The patient's cgm was reading 89 mg/dl and the bg meter was reading 50 mg/dl. The patient¿s husband administered 4 shots of glucagon to the patient, but he was still unresponsive after treatment. Emergency medical service (ems) was then called. The patient regained consciousness before ems arrived. Therefore, ems did not treat the patient with any further medication. There was no documentation of the patient going to the ER. The patient was fine at the time of the report. Due diligence attempts to contact the reporter for more information were attempted, but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values, during the reported sensor session or the calibrations, during the reported sensor session were in accurate range ,per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.